Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a polypectomy procedure the scope was leaking. The case had to be paused a few times to dry off the camera lens to scope connection. The scope seemed to be leaking from the inflow luer lock, inflow stopcock, and operative stopcock. The scope was leaking directly into the camera head, causing water to blur the picture on the monitor. There appears to be no damage to the device. After a few attempts to dry the attachment, and a 15-20 minute delay, the surgeon aborted the case. The surgeon believes that there may still be some of the polyp left in the cavity. The patient is doing fine after the case.

Manufacturer narrative:
Health care professional? No. Add follow-up types. An evaluation was performed by smith & nephew and could confirm the customer complaint for the stopcocks leaking. A visual inspection was performed and showed the scope has been used in the field. The distal tip lens has severe residue build up. Smith & nephew will continue to monitor. No further investigation is required. Add evaluation codes common device name - hysteroscope (and accessories). Device evaluation by manufacturer - yes. (B)(4).